Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 232mg/dl at the time of the incident. The customer reported that the size of air bubble was unknown. Air bubbles occurred after 20-24 hours. The customer stored insulin by room temperature and was handling it correctly. In high pressure test no leaks were detected. The reservoir will not be returned for analysis.